Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.

Event description:
It was reported, that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).